Manufacturer narrative:
The device was returned to olympus for inspection. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the customer didn't clean, disinfect, and sterilize the device before sent it to olympus a root cause could not be identified. Based on the results of the investigation, it is likely that for the issue of the forceps elevator wire having foreign objects, the cause could not be established. For the issue of the adhesive around the light guide lens having a chip, the most probable cause is traced to a component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a chip in the adhesive around the light guide lens, and foreign objects were found on the forceps elevator wire (k-wire). There was no patient involvement.